Manufacturer narrative:
An event of heart block was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the root cause of the reported heart block could not be conclusively determined. The reported hospitalization and unexpected medical intervention were as a result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
Clinical information: (B)(6) - vista registry, patient site ID: (B)(6) it was reported that on (B)(6) 2024, a 35mm navitpr vision valve was successfully implanted in a patient. While in cusp overlap view and prior to deployment, the inflow edge of the constrained valve frame was aligned at the base of the non-coronary cusp. The valve was not re-sheathed during procedure. There were no deployment or retraction difficulties during procedure. There was no calcification extending beneath the aortic annular plane in the interventricular septum. A post-implant balloon aortic valvuloplasty was performed using a 26mm non-abbott device, due to moderate perivalvular leakage (pvl). Post-intervention the pvl was mild to moderate. Post-procedure, it was noted that the patient developed a new left bundle branch block (lbbb). The patient was hospitalized and a 24-hour holter monitor was placed. The patient did not require a permanent pacemaker but was started on a low dose bisoprolol. The cause of the patient's lbbb is attributed to the implant procedure. The cause of the pvl is attributed to calcium present in the left ventricular outflow tract. There is no allegation of malfunction against the abbott device or procedure. The patient was discharged at the time of report.